Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2012-08168 and 2134265-2012-08169. (B)(6). It was reported that during a coronary artery stenting treatment procedure plaque shift and recoil occurred and following the index procedure the patient experienced a myocardial infarction. The target lesion was located in the 1st right postero lateral branch (rpl) with 90% stenosis and was 30 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 mm x 32 mm promus element plus stent, with 0 % residual stenosis. During the index procedure, pre-dilatation of the target lesion (1st rpl) was performed with 2.0 x 12 mm and 2.5 x 20 mm apex balloons during which plaque shift and recoil was noted. Post index procedure/prior to discharge, elevated cardiac enzymes values were observed (peak ck-mb: 22.1 ng/ml, uln: 6.3 ng/ml, troponin: 0.39 ng/ml, uln: 0.04 ng/ml) and an event of myocardial infarction was reported, also ECG was performed on the same day. The event was considered resolved and the patient was discharged on aspirin and clopidogrel.